Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and lot number could not be provided by facility.

Event description:
On (B)(6) 2011, the pt presented, in her usual state of health, for her dialysis treatment. Her initial blood pressure, taken by the phoenix's machine (bpm) at 1345, was 117/66. During the course of treatment, the pt reportedly appeared to be sleeping. However, at 1515, the staff noticed a bpm alarm; the bp had not registered a blood pressure since the initial blood pressure reading. "Staff tried to awaken the pt but realized she was not responding" and called 911. Resuscitation efforts, "by the paramedics," were unsuccessful and the pt expired. The unit director did not know the official cause of death. On (B)(6) 2011, the phoenix machine was inspected by a gambro technical service rep, including verification of the functioning of the blood pressure machine. All parameters were within MFR specs. The blood tubing set and bicart used during the treatment were discarded and the lot numbers were not available.